Manufacturer narrative:
Age, weight: unknown/ not provided. Email address: unknown/not provided. Telephone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient became myopic by 1.5 diopter within several days after implantation resulting in the need to explant the intraocular lens (iol). No mismeasurement with regards to test parameters reported. There was no reported patient injury. It was noted that after changing the same lens after the power change, the problem disappeared. Explanted product will not be returned. No additional information was provided.